Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es keyboard was broke. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was malfunctioning. A field service engineer (fse) powered off the device and replaced the keyboard. The keyboard was now functioning properly. The user successfully logged into the device and verified its functionality. The system functioned as intended after the field service engineer repaired the device.